Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor assembly diode (op1) was broken which caused error 242.4030. Rear case housing assembly (damaged bottom right corner), third party door assembly, third party door latch assembly and iui connector assembly (corrosion). Lvp bezel post recall completed. A review of the device history record for (B)(6) was performed from date of manufacture 02/13/2015 to present date 01/05/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly - optical/ encoder issue (error code 242.4030). The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2014-0284 lvp air-in-line. CAPA# ca-2017-0187 lvp 3rd party latch/ sear. CAPA# ca-2018-0161 iui conn issues.

Event description:
The customer reported the device had a motor stall error. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a motor stall error. No patient involvement.